Manufacturer narrative:
This case is reportable and has been reported under the complaint case-(B)(4), therefore this report is a duplicate of the report 8043484-2020-00450.

Manufacturer narrative:
The device used in treatment has been returned and evaluated, a visual inspection reported defects to the outer case. The functional assessment found that the device failed the vacuum decay test, establishing the relationship between the event reported. Worn seals on the vacuum pump assembly has been identified as the root cause of this issue. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. However, this investigation is now complete with no further actions deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the on (B)(6) 2020 a renasys touch gave the blockage alarm. It was not possible to resolve the alarm although several attempts were done: the alarm started each time the dressing or the canister were changed. The device was replaced with a second renasys touch device but the problem persisted. In the second renasys touch the y connection automatically switches ¿on¿. The treatment continued with a third back up device. No patient harm reported. No delay.